Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump hearing unusual noise different from the normal rewind noise. Customer reported that the insulin pump had crack at top of the pump near the battery cap. Customer reported that the insulin pump rewinds slower than it has in the past, had lost settings during a battery change, date and time reset, batteries out less than 5 min. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.